Manufacturer narrative:
Based on information provided, kci cannot determine that the alleged event of a nurse developing a rash with swelling to the eyes who needed to seek further medical assistance is related to the snap¿ therapy system. Kci has made multiple attempts to gather additional information regarding this event, but no additional information has been received. Device labeling online and in print stated: the snap¿ therapy system is indicated for patients who would benefit from wound management via the application of negative pressure, particularly as the device may promote wound healing through the removal of excess exudate, infectious material and tissue debris. ·the snap¿ therapy system is indicated for removal of small amounts of exudate from chronic, acute, traumatic, subacute and dehisced wounds, partial-thickness burns, ulcers (such as diabetic, venous or pressure), surgically closed incisions, flaps and grafts. It is a condition of use that the device will be operated under the supervision of a qualified and authorized clinical caregiver and that the user has the necessary training and knowledge of the specific medical application for which the snap¿ therapy system is being used. Failure to follow these conditions and/or to carefully read and follow all of the therapy unit usage and dressing application instructions and the safety information prior to each use may lead to improper device performance and the potential for serious or fatal injury. Do not use the dressing on patients who are allergic to adhesives. Discard if packaging is open or damaged. The primary foam interface should not be in direct contact with delicate structures such as tendons, ligaments and nerves. Use of a wide-mesh non-adherent, bio-engineered tissues or natural tissue structures should be utilized to cover and protect delicate structures. During initial placement of the foam interface, count the total number of pieces placed in the wound and document this number per facility protocol. During removal of the dressing, ensure that all pieces, as documented during initial placement, and any fragments are removed from the wound. Unintentional dressing material retention for longer time periods than recommended may result in infection or other adverse events. It is recommended that the dressing be changed at a minimum of two times per week and the cartridge be changed at a minimum of one time per week, with frequency adjusted by the clinician as appropriate. Do not place the snap¿ therapy system over: -inadequately drained wounds, -necrotic tissue such as escharor adherent slough, -exposed blood vessels, anastomoticsites, organs, tendons or nerves, -wounds containing malignancy, -fistulas, -untreated osteomyelitis, -actively bleeding wounds.

Event description:
On jul 26 2017, the following information was reported to kci by the kci representative: an in-service for the snap¿ therapy system was provided on jul 26 2017 to the wound clinic staff. As part of the training the nurses that attended the in-service applied the snap¿ therapy system to each other. The nurse manager for the clinic alleged that with the application of the snap¿ dressing kit a nurse developed a rash with swelling to the eyes and the nurse went to seek further medical attention. On jul 27 2017, the following information was reported to kci by the wound care clinic nurse manager: the nurse had an allergic reaction to the snap¿ dressing kit during the in-service that had the appearance of a red rash that extended beyond the treatment area located on the nurse's arm. The nurse also had swelling to both eyes and the nurse went to the emergency room and received medical intervention to resolve the rash and eye swelling. She did not know exactly what medical intervention was done to resolve the rash and swelling as the medical report has not been provided to her. No further medical information was provided. On aug 24 2017, the following information was reported to kci by the kci representative: the nurse who developed a rash with swelling to the eyes was given antihistamines to assist in resolving the rash and eye swelling before she sought further medical attention. The kci representative conducting the in-service reported that at the time of the in-service, there was another vender that was also present who allowed their product to be used during the in-service. She could not confirm if the individual who allegedly had the reaction to the snap¿ dressing kit had been in contact with the other non kci wound care products before or after the event occurred. A device history review of the snap¿ dressing kit (lot number 3372897) was performed. All end release testing of product and packaging met specifications. A device evaluation of the snap¿ dressing kit (lot number 3372897) could not be performed as the product was not available for return.